Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad partially separated from the metal part of the grasping section. It did not fall off. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Due to the contact during activating output, the error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated. The description in the instruction manual is cited below: do not activate output for an extended period while the grasping section is closed without contracting tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When the physician used the subject device for a procedure, the ptfe pad partially separated. The physician replaced the subject device with the similar device. The procedure was completed. There was no patient harm reported.